Event description:
Indication for procedure: malfunctioning lead; inappropriate shocks. Procedure: this was a left-sided procedure performed in the operating room. The md attached a lld-ez to the distal end of the rv lead and began lasing with the 12f sls, then up sizing to a 14f sls. During the lasing the patient's arterial blood pressure dropped significantly. An emergent open-chest procedure was performed, a tear in the svc found and repaired, then the patient was transferred to the ICU. Device analysis: there were no devices retained for return analysis. There were no statements from the md of malfunction of spnc devices during the case. Patient outcome: the patient reportedly expired in the ICU post-procedure.

Manufacturer narrative:
Manufacturer dates for al devices: unknown.